Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis, the cause that contributed to the reported inflation issues cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of depression was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced depression as the patient was unable to fully inflate his inflatable penile prosthesis (ipp). A surgical procedure was performed to remove and replaced all components. The location or source of the fluid loss was not identified. A patient outcome of fully recovered was reported.